Event description:
Report received a tubing separation. It was reported that a pt was receiving home infusions of tpn. The tubing was connected to a PICC line. It is unk how long the tubing had been in use when it was noted by the pt to be separated just distal to the cassette, and leaking tpn fluid. The tubing was changed and the infusion resumed with no further problems. There was no reported adverse effect to the pt. Additional info was requested, but no further info was provided.